Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient underwent a full revision surgery that day due to high impedance and prophylactic generator replacement. It was stated that during surgery, the surgeon visualized a lead break near the electrodes prior to explanting the lead. The patient reported that during his seizures, he has violent movements where he throws his head back. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013 it was reported that the vns patient was seen the day prior and high impedance was observed. The patient had been at settings of output=1.25ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=1.8min and the device was disabled. X-rays will not be taken and the patient was referred for surgery. Per the patient, it was likely that no trauma or manipulation had recently occurred to contribute to the high impedance. The patient was last seen three months prior and diagnostics at that time had been within normal limits. Clinic notes were received from the (B)(6) 2013 visit which indicated that the patient had an increased seizure frequency and increased severity. The physician stated that this recurrent seizure disorder is due to his vns not working properly with high impedance. Review of manufacturing records confirmed both the lead and generator met specifications prior to distribution.

Event description:
Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.095 volts as measured during completion of the final electrical test, shows a non-ifi condition. Confirmed an output pulse disabled condition due to a perceived low battery voltage; may be related to high energy exposure during explant process; generator performed according to functional specifications after output was re-enabled. Product analysis on the lead was completed on (B)(6) 2013. Product analysis confirmed discontinuity of both positive and negative quadfilar coils in the electrode region of the returned lead portions. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 121mm portion quadfilar coil 1 appeared to be broken approximately 2.5mm and quadfilar coil 2 at approximately 3mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed both the lead and generator met specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death.